Event description:
It was reported that during lap low anterior procedure, after receiving an error code "instrument" and after cleaning, the blade tip broke off of the instrument. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.